Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that for the past month they have been experiencing bladder issues, it is "killing them' not having therapy, they are considering going to the ER to get catheterized to get urine out, their back is killing them and their ankels and legs are swollen and hurting so bad. They thought they had lost their equipment but they have found it again but it will not power up no matter what they have done. Reviewed it can be replaced, offered and sent request to repair to replace the handset. Redirected to their doctor, offered and emailed listings.